Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as due to pd procedure. The patient was hospitalized for the event. The patient was treated with an unspecified antibiotic (drug name, dose, route, frequency, and duration not reported) for peritonitis. Action taken with pd therapy was not reported. Six days after the event onset, the patient was discharged from the hospital. At the time of this report the patient outcome was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.